Manufacturer narrative:
(B)(4).

Event description:
The pump and catheter were removed due to infection. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.